Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-513-t8 and lot number 10019689 combination found no related information. Device expected but not yet returned.

Event description:
It was reported that patient underwent a left tka on (B)(6) 2014 during which the patella was not resurfaced. On (B)(6) 2016 patient had a left tka revision surgery ((B)(4)). During the 5/11/16 revision the original tka and bearing implant were explanted and the following arthrex devices were implanted: tibial tray, stem extension, bearing implant and patella implant. On (B)(6) 2016 the patient underwent a second left tka revision surgery due to a reported loose tibia and femur. The following parts were explanted during the (B)(6) 2016 procedure: tibial tray ar- 513-t8, lot 10019689 ((B)(4) (B)(6)), femoral implant ar-503-pslj, lot 108761211 ((B)(4) (B)(6)), stem extension ar-513-1250, lot 10018106 ((B)(4) (B)(6)), tibial bearing ar-513-bj18, lot 113601327 ((B)(4) (B)(6)) and patella implant ar-504-psc9, lot 113601511 ((B)(4) (B)(6)). To complete the revision the surgeon used another manufacturer's products. Patient is a male, age (B)(6), dob (B)(6) 1957. Patient medical records dated 5/27/16 noted: x-rays showed no acute fracture, no acute dislocation, no loose bodies noted, prosthesis in good place in proper anatomical alignment without rotation, loosening or stress shielding and hardware noted in acceptable position. Patient medical records dated 9/21/16 noted: patient reported his patella is jumping out of place and stated he noticed this 4 weeks after his 5/11/16 surgery. Examination of the left knee demonstrated swelling and well healed surgical incision but no erythema and no ecchymosis. Palpation of the left knee demonstrated patellofemoral region tenderness but no medial joint line or lateral joint line tenderness. Trace effusion of the left knee was noted. Records also noted that patient x-rays show periarticular osteophytes and joint space narrowing.